Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with door broken; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with door broken was confirmed and reproduced as the door being broken in the latch area. The cause of the reported condition was attributed to mishandling but a definitive root cause is unknown at this time. The appropriate pump head door parts were replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).upon further review, the quality engineer determined the root cause of the broken door was due to a cracked door.